Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged occlusion issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred while loading a cartridge. Additionally, it was reported that multiple occlusions occurred. Customer's blood glucose level was 56 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.